Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable stimulation on the right side. Reprogramming was able to address the issue. However, diagnostics revealed high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced resolving the issue. Reportedly, therapy was confirmed post op.